Event description:
On (B)(6) 2013, the reporter contacted animas about another matter and during that call, mentioned that his pump goes "in and out" and he is concerned. There is no adverse event reported. This complaint is being reported as it is unclear if the alleged malfunction effects insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.